Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent minimally invasive decompression with fusion of lumbar posterior due to lumbar spinal canal stenosis. Intra-op, set screw was slipped in the operation; the doctor replaced it immediately and ensured the completion of the operation. Products came in contact with the patient. No patient complications were reported.